Manufacturer narrative:
(B)(4). The customer reported that the unit passed all tests, and was run for three days with no malfunctions or alarms. Additionally, the customer reported that they were unable to duplicate the issue. The customer conducted performance verification tests (pvt) and no issues were noted.

Event description:
It was reported that during patient use, a ventilator generated a high peak pressure alarm. The patient was transferred to another ventilator. There is no report of patient harm as a result of this event.